Manufacturer narrative:
D4 is reflective of all available information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a driveline fault alarm was noted. The modular cable was exchanged with successful resolution of the alarm. The event log file confirmed driveline power b faults on 03aug2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline power fault alarms; however, the alarms were unable to be reproduced during testing of the returned product. The evaluation of the returned modular cable did not identify any device related issues that would have contributed to a functional issue. A specific cause for the alarms could not be conclusively determined through this evaluation. The submitted controller event log file contained events from 01aug2025 ¿ 04aug2025. A driveline power fault alarm, associated with power b broken fault flags, was captured beginning on 03aug2025 and remained active through the end of the file. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. The returned modular cable was tested to evaluate the integrity of its wires. The modular cable passed testing without issue. The cable was then connected to a test pump cable and operated on a mock circulatory loop using a test pump for approximately 1 hour. The modular cable operated the test pump without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. The reported driveline fault alarms could not be reproduced. After functional testing, the underlying layers of the cable were inspected under the microscope, and no damage was observed. The underlying wires appeared unremarkable. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 2 of the IFU, "system operations" (under "replacing the modular cable") provides instructions on how to replace the modular cable. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." These sections also outline system controller alarms, including the driveline power fault alarm, as well as how to respond to each alarm condition. Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power fault alarms, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.